Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. The threshold was 7.5 v and there was no capture. The patient's lv lead is a non-boston scientific product. The device was reprogrammed and the measurements decreased. The impedance was 440 ohms and the threshold was 1 v. This system remains in service. No adverse patient effects were reported.